Manufacturer narrative:
The device was received in two sections as a result of a break in the midshaft. The midshaft was stretched and flattened and the break location measured 15.2 cm distal to the proximal edge of the midshaft. It is noted that the port section of the device was not returned for analysis. The stent was received detached from the balloon. An examination of the stent found that the stent was bunched and flattened at one end. An examination of the balloon and wire lumen found that the balloon and lumen were bunched. As a result of this damage to the lumen, it was not possible to pass a 0.014 inch size guidewire through the wire lumen. It is noted that the break in the shaft and the bunching that was evident along the balloon and extrusion are all consistent with excessive tensile force having been applied to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent dislodged, the catheter froze on the wire, and the catheter shaft separated. Prior to introducing the 3.00x32mm veriflex stent delivery system (sds) the sds froze on the unknown guide wire outside of the patient. During removal of the sds from the guide wire, the stent dislodged from the sds and the catheter shaft broke. The device was not used in the patient the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure the stent dislodged, the catheter froze on the wire, and the catheter shaft separated. Prior to introducing the 3.00x32 mm veriflex stent delivery system (sds) the sds froze on the unknown guide wire outside of the patient. During removal of the sds from the guide wire the stent dislodged from the sds and the catheter shaft broke. The device was not used in the patient the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).